Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an operational check and test run were preformed but the reported issue was unable to be confirmed. Confirmed in the error log that e- 65535 had been recorded. This error indicates that logs were not written properly. The software would need to be updated in order to resolve the issue. The device is being returned without being repaired.